Event description:
#22 jelco used to start IV in left hand unsuccessful with attempt; when needle removed noted small portion of catheter missing. Tourniquet applied to arm and x-ray was done. Fragment in hand removed by surgeon.